Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 33mg/dl. The customer declined to troubleshoot and states they are a brittle diabetic, and they are working with their healthcare provider. The customer states they did a lot of running which caused them to go low. The customer treated low with peanut butter, crackers and juice. The customer took glucose tablets. No further assistance provided.